Event description:
It was reported that the user experienced high blood glucose after changing pump supplies and chose to disconnect from the pump and administer insulin via subcutaneous pen injections, later reporting a blood glucose of 238 and subsequently performing a full supply change with insulin delivery resumed. Symptoms included hyperglycemia. Outcomes included the need for unexpected medical intervention in the form of medication. Troubleshooting and education were completed. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no specific findings, with insufficient information regarding a device-related problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.